Event description:
It was reported by user facility medwatch# (B)(4), that during a laparoscopic "colectomy" procedure, the device is designed to apply staples while cutting the tissue. The device was cutting tissue without applying staples. Per the medwatch the device is available for analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).